Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "the connection piece came unbonded and broke away from the tube itself, which is of great concern." Additional info. Received 01/12/2021: "lot numbers: not available. Package was discarded. All current product is lot# juew1689, and is likely the lot the defective one came from."